Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The devices had been placed on tooth # 30 & 31 (unknown notation system) for approximately 2 weeks. X-ray & picture evaluation: picture images were provided (images 1 ¿ 5). Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported devices was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable. H3 other text : device not returned.

Event description:
No further event information available at the time of this report.

Event description:
Tooth location 30.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Email unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that iunihg screw with unknown lot number loosened approximately 2 weeks after dentist had torqued it in. Tooth location not confirmed.